Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was duplicate pockets in database and their was no standard query for loaded spaces. The technical support specialist performed datasync to resolve this issue, then unloaded drawers 3.1, 3.2 and 4.1 and instructed the user to load medication back. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the machine allowing more than one medication to be mapped to same location. The customer reported that machine have issue with duplicating different medications being mapped to same location, as the server assigns location as available. The customer stated that this malfunction occured during despensing medication to the patient and that caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.